Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that as of (B)(6) 2018, the patient¿s high voltage lead impedance had begun gradually decreasing. It was suggested that the gradual decline indicated a potential physiological change. No other issues were noted and the patient had a ¿do not resuscitate¿ status, so the physician deactivated defibrillator therapy. The patient did not experience any symptoms.